Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. A mako field service engineer evaluated the rio. Inspection of the anspach [burr motor] connector revealed that one of the connection pins was damaged. The part was subsequently replaced, and system testing was conducted, with all verification yielding passing results. The rio system was then released for clinical use.

Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). A burr motor error appeared on the screen. Attempts at troubleshooting failed to resolve the issue. Or staff disassembled the trackers in the interim, which enabled use of the burr motor. The surgeon burred freehand and was able to complete the case successfully with manual instrumentation.